Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device switched settings on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, stress testing with a test-multifunction cable, and button stress testing without duplicating the report. The lcd display and defib connector were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.